Event description:
New information noted that lead noise was noted and the physician repaired the atrial lead during an unrelated procedure. It was also noted that the left ventricular lead was repaired due to an insulation issue. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited failure to capture. No intervention was performed. There were no patient consequences.